Manufacturer narrative:
This report is submitted on december 21, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2018 due to an unknown reason. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.